Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (serial number: unknown) was initially added to this event to address the concern that the mpu may have lost power, causing low voltage hazard events. Evaluation of the submitted log files revealed no issues with the voltage output that was supplied by the mpu throughout the data. The reported event of low voltage alarms has therefore been addressed under the heartmate 3 system controller¿s investigation, where the log file review is discussed in further detail. The device history records were unable to be reviewed, as the serial number of the mobile power unit was not communicated. The heartmate 3 patient handbook section 3 ¿powering the system¿ describes how to properly power the system using the mobile power unit. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting" covers all alarms (visual and audible) that are associated with the system controller, including low voltage alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed their controller on (B)(6) 2022 due to low voltages as well as a green arow not illuminated. The patient claimed to be lightheaded but had also experienced lightheadedness due to prior known bleeding issues. The event log captured the patient using the mobile power unit (mpu) and the next event logged on (B)(6) 2022 @0708 was a power cable disconnect on the white power lead. The white lead was disconnected for about a minute then there were low voltage advisory events @0709 even though the black lead was connected to the mpu. About 40 seconds later both power leads show disconnected like the mpu lost power causing low voltage hazard events. Appeared that the patient connected to battery power on the black power lead @0710 but the white power lead still showed disconnected. @0715 the patient connected an almost depleted battery to the white power lead with the black power lead now showing disconnected causing low voltage hazard events. The driveline was disconnected @0718 assuming the controller was attempted to be exchanged at that time. There seemed to be a weak connection at the white power lead while using the mpu. Ther was no evidence that the mpu lost power, or a double power cable disconnect occurred due to the fact that the emergency backup battery (ebb) was not enabled during this time. Related mfrs: controller: 2916596-2022-15624, pump: 2916596-2022-15623.